Event description:
It was reported that the patient stated "every now and then I feel heat coming from my chest where the device is, like the bottom right corner of the device." Follow-up attempts were made to confirm if the patient and/or device have been evaluated, however no information was obtained. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.